Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The patient reported that they never got to do final adjustments on his device and thought there was a short in it. He noted that when he lied on a couch in a certain position, the device sent stimulation down his arms. He had tried decreasing stimulation, but that did not resolve the issue. The issue had occurred since the second implant was placed. The patient mentioned he fell probably thirty days ago, in (B)(6) 2016, and again two weeks ago. No troubleshooting had been performed and he was sent healthcare provider (hcp) listings to find a new hcp. The patient¿s indication(s) for use were essential tremor and movement disorders. Refer to manufacturing report #3004209178-2016-25513 as the patient had two inss and it was not clear which one was involved with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.